Manufacturer narrative:
Investigation summary: mechanical interaction with blood (hemolysis): the root cause of the hemolysis was not determined due to insufficient clinical details and unreturned product and logs for further investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A sixty-three year old male patient was treated for de-novo cardiomyopathy. An impella 5.5 was placed. On the intensive care unit, the patient developed signs of hemolysis. Position of the impella was deemed deep in the ventricle but kept. After 7 days of support, the patient was successfully bridged to a left ventricular assist device. The impella 5.5 will be coded for hemoylsis and serious injury to the patient.